Manufacturer narrative:
The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Analysis was unable to verify motion sensor test failure alarm due to motor error alarm. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a pump error indicating that there was a broken force sensor detected during seating or regular delivery. The customer stated that when they received the motor error alarm, they proceeded to rewind the insulin pump and it alarmed the pump error. They stated that they cleared the alarm, and performed another rewind, but the pump error persisted and they could not get out of the rewind/pump error loop. Troubleshooting for the pump error was performed and the insulin pump failed the displacement test. Troubleshooting for the motor could not be performed. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.